Event description:
Customer reported pump unexpectedly displayed reset screen. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that the reset was due to a built-in safety feature, and they were educated on necessary actions including restarting cgm sessions and reloading cartridge. Customer successfully resumed insulin usage, understanding and acknowledging the information provided.